Event description:
The event occurred on unknown date involving a 28 cm (11") add-on set w/check valve, vented cap where the customer encountered flow problems on practically every tree used, forcing them to use a new tree, until they realized that there was a problem on the lot. They had another lot in stock. This new lot made it possible to carry out the planned chemotherapies. The customer added that they had similar events on 8 lines installed on different patients by different staff. The event was observed during use on a patient, but with no undesirable clinical consequences because there were no chemotherapy products, therefore absence of treatment. No patient has been hurt. There was a delay in therapy between 30-45 minutes. The therapy was completed after finding the source of the problem and taking another lot. There was no blood loss considered clinically significant. The administered drugs were anti-cancer drugs. There was no leak of any kind. The patient received the full intended dose. There was patient involvement but no patient harm.

Manufacturer narrative:
The customer stated that the sample is scheduled to be returned for evaluation. The device has not been received yet.

Manufacturer narrative:
D9: date returned to mfg on 12/15/2023. Check valve functionality of ten of the forty-two new 011-h3395 add-on sets were tested and eight of the ten check valves did not open at gravity pressure and did not meet product performance expectations. It is presumed that about 80% of the check valves would not open at gravity pressure. The complaint is confirmed. The probable cause is a check valve malfunction that is supplied by a vendor to manufacturer. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.